Event description:
The stent was placed into a male pt w/ca in 2007. After stent placement, it was noted the product packaging was labeled as non-sterile. The physician was going to deliver antibiotics to the pt as a result of this event.

Manufacturer narrative:
Evaluation: no products have been returned, only the lot number was provided to assist us with this investigation. During the investigation, it was discovered order was non-sterile. According to the reporter a non-sterile label was applied to the peel-pouch. These devices were intended for demonstration purposes by the sales staff. A change request has been initiated to insure this type of order is not able to be processed in the future.